Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a presenting electrogram (egm) where the health care professional (hcp) suggested loss of capture (loc) occurring, nonetheless, after reviewing the episode, it was observed that each r wave was simulating loss of capture (loc), where right ventricular pacing and left ventricular pacing inhibited markers were observed, so left ventricular sensing was occurring prior. It was not possible to determine what was specifically being over sensed. They suggested measuring and adjusting lv sensing or programming off. The crt-d remains in service. No adverse patient effects were reported.